Manufacturer narrative:
Product ID 64002, lot# n352924, implanted: 2012 (B)(6); product type adapter product ID 3387s-40 lot# v014246, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v014246, implanted: 2007 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported there were high impedances for all contact pairs involving electrode 4. No diagnostic tests had been performed. No action had been taken and the event was considered ongoing.